Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. After review of the calculations and data provided by the reporter, the company ophthalmologist surmised that, the hyperopic surprise is minimal and does not appear to be the cause of poor near vision. Potential cause of poor near vision was considered to be adaptation. Since this is a unilateral multifocal lens implant coupled with a phakic eye with a cataract, the pt is not able to process (i.e., is suppressing) the near image of the implanted eye. Many of these cases resolve with implantation of the same iol model in the fellow eye. Additional info was requested on 07/09/2010 and 07/15/2010 by phone, fax, and mail. Medical records were received on 07/07/2010. A completed questionnaire has not been received. (B)(4)

Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected); "blurry" (blurred vision). Product problem(s): "lens in effective position" (no known device problem [iol (intraocular lens) implant]). A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. Medical records were received which indicated the pt reported that after two weeks following surgery, she "still can't read" and that her near vision is "very blurry". Records also stated that the lens is in "effective position" according to the surgeon. Add'l info has been requested.